Manufacturer narrative:
Investigation results: visual investigation: investigation was carried out visually and microscopically. Functional test was also carried out with clips from stock but failed. The feed of the sliding plate was not continuous. Therefore, the feed of the clips was not according to specifications. The housing of the co2 cartridge inside the handle shows signs of discoloration, most likely caused by reprocessing without removing the cartridge before. The handle provided is no longer working according to specifications, most likely caused by an insufficient reprocessing. Due to this deviation, a proper function of the other components used is no longer guaranteed. To avoid damages and malfunctions, instructions for use must be observed. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with pl520r - challenger ti-p handle. According to the complaint description, the surgeon had used two clips during a hepatectomy on april 9th and then the cartridge was found between omentum through CT scan. So, the cartridge was removed on april 19. A revision surgery was necessary. Additional information was not provided. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4) . Involved components pl522r - shaft compl.d:5mm l:310mm - lot 62382526, pl574t - challenger ti-p sm-ligat.clips 12 cartr. - lot unknown.